Event description:
Profound and permanent neurological injuries [nervous system disorder]. Hyperzincemia [hyperzincaemia]. Hypocupremia [copper deficiency]. Myelopathy [myelopathy]. Profound and permanent injuries, physical injuries [injury]. Physical pain [pain]. Case description: an attorney reported that his client, and elderly female age (B)(6), used fixodent denture adhesive cream on dentures she received approximately 59 years ago, unspecified total daily use, and reported the following: profound and permanent neurological injuries, hyperzincemia, hypocupremia, ang myelopathy, physical pain, and profound and permanent injuries, physical injuries which have left her unable to perform her normal, customary and daily activities. The treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/ not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.